Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection of the tip, the claimed condition was confirmed. The suction tube was detached/dislodged from the tip insert, and the irrigation tube was broken (possibly as result of the detachment of the suction tube). Glue residues were observed in the end of the suction tube, where it connects with the tip insert. At this time a specific root cause cannot be determined. The device was scrapped at the manufacturer.

Event description:
It was reported that the fan spray tip with soft cone splash shield was being used in a procedure when the tip broke off and came out of the gun. It was confirmed that the tip did not fall into the surgical site. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.

Event description:
It was reported that the fan spray tip with soft cone splash shield was being used in a procedure when the tip broke off and came out of the gun. It was confirmed that the tip did not fall into the surgical site. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.

Event description:
It was reported that the fan spray tip with soft cone splash shield was being used in a procedure when the tip broke off and came out of the gun. It was confirmed that the tip did not fall into the surgical site. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.

Manufacturer narrative:
The surgilav plus handpiece set, (B)(4), lot no 14049012, was investigated and deemed a concomitant product to this report.